Event description:
I used fixodent from approximately 1995 until 2009. While I was using fixodent within a year or so, I began to experience numbness and tingling in my hands and feet. My voice began to change, I started getting hoarse. I began to have heat flashes. Next, I started getting nausea and dizzy suddenly, and it would happen several times a day and sometimes it would not happen at all. This made me think that something I had ate or drank had caused these reactions. I then began to notice that when I became nauseous I would experience a metal taste in my mouth. These symptoms began happening more frequently as the years past. I became very nauseated this past march when I was out with my son and I could not explain to him why this had happen when we had not had anything to eat nor drink. I explained to him the taste I had in my mouth and he suggested that I see a doctor. My doctor feels that it is possible that my zinc and copper levels are high and that is why I'm experiencing the metal tastes in my mouth. Dose or amount: denture cream; frequency: once daily; route: po. Dates of use: 1995 - 2009. Diagnosis or reason for use; to help keep dentures in place.